Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported failure to alarm for door an open door which was reproduced. The door was opened and the device was found unable to recognize the open door state due to a damaged upper hook switch. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to alarm for an open door during preventative maintenance testing. There was no patient involvement. No additional information is available.